Event description:
Patient reported being diagnosed with "cancer" not device related, specified as "basal cell", side unspecified. Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: underweight and opening extended on radius. A visual and microscopic analysis was performed which identified: broken crease sharp on radius, stress marks, creases fold, wear abrasion and missing shell. Based on the device analysis the final assessment is a broken crease sharp on radius assessed as fold flaw opening, missing shell assessed as inconclusive."

Event description:
Patient reported being diagnosed with "cancer" not device related, specified as "basal cell", side unspecified. Healthcare professional reported left side rupture. The device has been explanted.